Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial final report. The device history record (DHR) for (B)(4), could not be performed as a lot number was not provided for the reported event. Therefore, the manufacturing and sterility dates could not be confirmed. On (B)(6) 2019, it was reported from (B)(4) that the blue locking device for the attachment does not last and gets loose during use. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device discarded by the customer.

Event description:
It was reported that during surgery the pulsavac plus ac hip kit malfunctioned. Blue locking device for the attachment does not last and gets loose during use. Plastic parts from the rinsing part get loose and then can get into the patients wound. Locking mechanism doesn't work. No know consequences to the patient. No adverse events were reported as a result of this malfunction.